Manufacturer narrative:
Device evaluation results: one medfusion pump was returned for investigation in used condition. The pump did not have any physical damage. The customer reported primary audible alarm bgnd test was observed in the event history log (ehl). An occlusion test was performed. The investigator was unable to reproduce the aforementioned alarm. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. The problem source of the reported product problem was unknown. A root cause was not established. The customer reported product problem was therefore verified through the findings of the event history log. The speaker was replaced as a preventative measure. The pump subsequently passed all the functional tests following the preventative maintenance.

Event description:
Oracle ro 1100860: primary audible alarm.